Event description:
On 6/16/2023, it was reported by a sales representative via sems that the suture tail from an ar-1588rt-ib tightrope ii rt, reconstruction with internalbrace ligament augmentation repair system would not slide through the button. This was discovered while tensioning during a procedure on (B)(6) 2023. Additional information received on 6/23/2023: this was discovered during an acrl repair procedure and completed using another ar-1588rt-ib tightrope ii rt.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the fraying can be attributed to use error of the device due to excessive force being used when tensioning the sutures. Per dfu-0147. Precautions. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant.